Manufacturer narrative:
The device was manufactured from march 4, 2020 - march 5, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph showed the sterility cap missing from the device fillport. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sterility cap of a large volume infusor was missing. There was no patient involvement. No additional information is available.